Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed the inner packaging is compromised on one side. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to packaging sequence, the inner pouch should be sealed completely after placing the component inside the outer pouch and then, the outer pouch should also be sealed. A review made by the quality engineering team revealed that this device is subjected to multiple visual and dimensional inspection during processing, and this type of damage has a high likelihood of detection during these inspections. Additionally, this is the only complaint for this batch, which was manufactured in 2014 and has a high likelihood of having additional parts from the batch being used in surgery. Based on the assessment, the defect occurred in-transit and is not related to a manufacturing defect. Seal for both the inner and outer pouch were ruptured in the same location. The location is on the left-side of the pouches when looking down on the part. This location is not where heat seal takes place in production and does not indicate a manufacturing discrepancy. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include damage during shipping or mishandling. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: case(B)(4).

Event description:
It was reported that, during a tka surgery, it was noticed that the inner packaging of the jrny ii cr isrt xlpe rt sz 1-2 9mm was compromised and not properly sealed as designed for sterility. The surgery was completed, without any delay, with a smith and nephew back-up device. No injuries were reported.